Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was approximately 600 mg/dl with trace ketones. A school nurse assisted the customer in administering a manual insulin injection to address bg level. Reportedly, the pump supplies were changed to address the occlusion and insulin delivery was resumed.